Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00927939 case subject: npi 8015 error 800.8000 in the log account name: faith regional health services west campus account #: 19996631 asset name: 8015bd pcu dom v9.33.1.2 a/b/g/n asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: ryan had error 800.8000 in the error logs pcu8015 sn (B)(4). He would like to know what to do. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I advised ryan it could be a hick up in the software. Ryan will perform a test and complete a pm on the pcu. If he can not duplicate the error, he will put the unit back in circulation. If the error repeated, ryan will re-flash the poc software.